Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure.

Event description:
A report was received that the patient was experiencing pain at the spinal cord stimulator site and begun to felt an electric shocks. It was noted that the patient had lost a weight. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 2000022701/5057617, model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the spinal cord stimulator site and begun to felt an electric shocks. It was noted that the patient had lost a weight. The patient underwent an explant procedure and was doing well postoperatively.